Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act button dome switch. No skipping screen or scrolling display noted during testing. The insulin had bleeding on lcd glass and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had pixelating display. The customer also reported that the screen had scratches. The customer reported that they could not read the display. The customer's blood glucose was 207 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.